Event description:
The customer's doctor reported via phone call that the customer was hospitalized due to a seizure and diabetic ketoacidosis. Further details on the hospitalization were not provided. The doctor also reported that the customer had lost his insulin pump. Blood glucose levels at the time of the hospitalization and the call were not provided. The doctor was advised that the customer would be shipped a replacement device.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.